Event description:
The facility reported that there was no audio, found during biomed testing. There have been no incident reports filed since the last baxter service event. No additional information.

Manufacturer narrative:
Evaluation results: the reported condition of no audio was not duplicated or confirmed. The pump was inspected and calibrated without a problem.